Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is elitech. This site is an OEM manufacturing site.

Event description:
It was reported that bd¿ sedi-40 instrument blood collection tube was broken. No serious injury or medical intervention reported.

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-15 instrument. It was determined that the tube holder was broken and was subsequently repaired. Upon completion of the instrument repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Based on evaluation of the customer's instrument, a broken tube holder was observed and repaired. The root cause was attributed to a broken tube holder.

Event description:
It was reported that bd sedi-40 instrument blood collection tube was broken. No serious injury or medical intervention reported.

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-15 instrument. It was determined that the tube holder was broken and was subsequently repaired. Upon completion of the instrument repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Based on evaluation of the customer's instrument, a broken tube holder was observed and repaired. The root cause was attributed to a broken tube holder.

Event description:
It was reported that bd sedi-40 instrument blood collection tube was broken. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd¿ sedi-40 instrument blood collection tube was broken. No serious injury or medical intervention reported.